Event description:
It was reported that the customer experienced a past event of low blood glucose, with the lowest level recorded at 40 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose and used a pump with ciq software, which was activated at the time.